Event description:
Device 1 of 2. Reference MFR report: 1627487-2019-02071.

Manufacturer narrative:
The results/method and conclusion codes will be provided in the final report.

Event description:
Device 1 of 2; reference MFR report: 1627487-2019-02071. It was reported the patient¿s stimulation was auto-reducing. Diagnostics showed high impedance readings on multiple contacts. X-rays were taken and revealed one of the leads was fractured. Surgical intervention may take place at a later date.